Event description:
It was reported that the patient presented for a follow-up clinic visit. During evaluation, elevated pacing impedance and an elevated capture threshold were observed on the right ventricular lead. No intervention was performed. The patient remained stable.